Event description:
It was reported via a distributor call center that a patient with diabetes experienced an infusion site requiring early replacement due to a line blocked alarm. Upon removal, the cannula was found to be bent. The event involved a patient; however, no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.